Event description:
It was reported that the patient had been having ¿troubles¿ with her pump and had ¿a lot of problems¿ with it. The patient had just found out the day prior to the report date that the pump was ¿turned upside down¿. The patient¿s health care provider (hcp) was reportedly able to turn the pump on its side and she was able to get a refill. It was noted the patient still had chronic back pain and now had severe headaches for the past eight days. The patient had an appointment with her hcp on the report date and planned to tell the hcp to remove the device. It was also reported that starting monday, a week prior to the report date, the patient began to have severe spasms in her entire body and couldn¿t stop shaking. The patient saw her family hcp who gave her some medication to stop the spasms but the headaches had not been addressed. It was also reported the patient had seen a family hcp and two other hcp¿s and ¿he sent me to the emergency room and the pills they gave me and the shots they gave me and the headaches, I can¿t go on like this¿. The patient¿s daughter had reportedly found online that fentanyl could cause headaches and spasms. The patient had discussed the symptoms with her hcp, she had put in an emergency call the previous sunday and he was very nice ¿but he is not like that at the office, he gets frustrated with me. I can¿t take it I don¿t know where else to turn. He told me he didn¿t believe that it was the drug. I¿m so weak I can barely walk around to get a drink¿. The device system was currently used to deliver fentanyl and it was noted in terms of dose and concentration the hcp told the patient ¿it is one of the highest that any patients have¿. It was later reported the medical assistant at the hcp office planned to fax in the office visit notes from (B)(6) 2013 as the patient was seen for follow up. There were no telemetry strips available. It was also confirmed the device delivered fentanyl and that the patient had stated they were having spasms. It was later reported that at the office visit on (B)(6) 2013 the patient¿s chief complaints were the chronic headache that had begun eleven days prior, frequent muscle spasms throughout the body and severe back pain. Additional symptoms identified at the visit included chills, weight loss, malaise/fatigue, diaphoresis, neck pain, photophobia, constipation, myalgia, itching under arms, dizziness, tremors, weakness, bruising/bleeding easily, depression, suicidal ideas, memory loss, nervousness, anxious, and insomnia. At the visit the patient was tearful and sobbing at times. It was reported over the last several weeks the patient had markedly worsening pain in her back as well as a headache. The patient¿s family hcp directed the patient to the emergency room on (B)(6) 2013 where CT scan of the patient¿s brain was negative except for a small left subdural hygroma with no evidence of hemorrhage. There was inability to access the pump due to it having turned 180 degrees front to back. The hcp had attempted to fill the pump on (B)(6) 2013 without success and it was then determined on (B)(6) 2013 ¿at the pump had let and was able to partially mobilize it so that he could inject some of the medication¿. The hcp requested neurosurgical evaluation for reposition of the pump. It was reported the patient was concerned that the ¿catheters ears leaking or not delivering the drug since her pain is much worse and question whether the catheter should be replaced¿. The patient had undergone x-rays on (B)(6) which did not show any kinks, disconnections or problems with the catheter. The hcp¿s impression at the visit was that the pump could not be adequately filled because of the reversal of positioning. The hcp recommended aspiration system with repositioning and checking of the pump as well as aspiration. ¿possible replacement if malfunction¿. The plan was to explore the intrathecal pump and catheter with possible replacement of malfunctioning components.

Event description:
Additional information received: operative notes from (B)(6) 2013 were provided. The preoperative diagnosis was listed as ¿malfunction of intrathecal opioid delivery system¿. The postoperative diagnosis was ¿malfunction of system due to kinking of catheter due to abnormal rotation of pump.¿ the procedure performed was a revision of the pump and catheter with repositioning of the pump and unkinking of the twisted catheter. Indications for the surgery included that the patient had had difficulty with pump rotation in the pocket ¿for which she has undergone exploration and washout of seroma¿. The patient following that had for twelve days a severe headache and worsened back pain. The patient had undergone radiographic evaluation which had not demonstrated any problem with the catheter. At that point however it was found that the pump had rotated such that filling was difficult by the health care provider (hcp). Consequently, recommendation was made for exploration of the system to identify why it was not appearing to deliver medication. According to the operative report, once the pump pocket was opened, there as ¿some fluid¿ around the pump that appeared to be seroma. Once the hcp identified the catheter it was found to be kinked with multiple twists, indicating the pump had rotated multiple times within the pocket. Once the hcp removed the pump from the pocket and had disconnected the catheter, there was no flow through the catheter. The hcp then gently unkinked the catheter by reversing the rotation until it was straight and smooth, at which point it spontaneously began dripping spinal fluid. The hcp aspirated 5ml of spinal fluid at that point which was then sent for glucose, protein, cell count, culture and gram stain. The catheter continued to show spontaneous back flow at that point. The pump was then reconnected to the catheter and secured. Following successful reconnection of the pump and catheter, the pump as then programmed to deliver a ninety three percent reduction at the request of the managing hcp who was contacted during the surgery with the findings. Since the patient had ¿apparently not been receiving drug for twelve days¿ and based on correlation with the headache and markedly worsened back pain, the hcp had wished to infuse the fentanyl at a low dose and then gradually increase it as an outpatient. The patient was taken to the recovery room in stable condition. The patient¿s discharge date on the operative note was listed as (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 8703w, lot# l78719, implanted: (B)(6) 2000, product type catheter; product ID 8703w, lot# l78719, implanted: (B)(6) 2000, product type catheter. (B)(4).